Event description:
Customer alleged that the comfort curve blood glucose test strips were labeled with an expiration date of 11/30/07. The manufacturer's batch records show the actual expiration date to be 11/30/06. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.